Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: MDR-2021-05751. During a remote follow-up, high pacing impedance and noise resulting in oversensing were observed on the right ventricular channel. The device was reprogrammed to inactivate therapy. The patient was stable.